Event description:
It was reported that prior to use, the jaws of the applier were found misaligned. No patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site (tecomet) for investigation. Tecomet reports "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 50-pc. Lot in february of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that the jaws are slightly misaligned in the closed position, but they are not loose and there is no visible damage to the jaw pivot pin area on the outer tube assembly. We are able to validate this complaint for the returned instrument. We are unable to determine what caused the jaws to be slightly misaligned to each other in the closed position, but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that prior to use, the jaws of the applier were found misaligned. No patient involvement.